Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. During preparation, it was noted that the blue balloon protector was too tight and and was difficult to remove from the device. When the physician pulled the proximal shaft, the device got separated at the joint of the monorail lumen. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimensions were verified using a pin gauge. A visual examination revealed that the midshaft was broken at the guidewire exit port and it was noted that the midshaft was stretched for a distance of 0.5 mm proximal to the midshaft break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states " open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel. To make certain that all air is removed from the balloon, repeat this step. Close the stopcock to the balloon" and ¿using straight force (not a twisting motion), pull the protective sheath off the balloon.¿ (B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. During preparation, it was noted that the blue balloon protector was too tight and was difficult to remove from the device. When the physician pulled the proximal shaft, the device got separated at the joint of the monorail lumen. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.